Event description:
In 2008, this pt was implanted with gore excluder aaa endoprostheses for an infrarenal abdominal aneurysm. The contralateral gate of the trunk-ipsilateral leg component could not be cannulated. The trunk-ipsilateral leg component was deployed on the pt's right side at the level of the renals, however, the contralateral gate of the device opened within the pt's right common iliac. Multiple attempts from iliac and brachial accesses were made to cannulate the gate, however, these proved unsuccessful. The pt was then converted to an unplanned aorto-uniiliac procedure in which another trunk-ipsilateral leg component was implanted. A right to left femoro-femoral bypass then followed. The pt is in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unplanned aorto-uniiliac procedure.